Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a pain stimulation implantable pulse generator (ipg) was associated with a shocking sensation experienced by the patient. The device was not used by the patient due to these issues, and there was an allegation that the device was defective from the start. The patient had issues with the device since its initial implant in 2018. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
H1: changing from malfunction reportable to serious injury reportable with the new additional information received from the patient regarding them having to go to multiple hospitals. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Patient's weight at time of event was 210 pounds. They do not know the cause. Pt reported they're not sure the date of their first shock. Pt turned it off due to extreme shocking. They never turned it back on. Second shock was in november after thanksgiving. Pt was totally bed fast after that except to go their doctor's office. He started giving them injections which did not help. Christmas even could not stand up, pain was too severe, called an ambulance and took them to (B)(6) hospital. They did not want to keep the patient. Nurse was afraid of them because pt was in shocking pain when they move. They said they could not help because they only give therapy twice a day. They sent the patient by wheelchair van to ignite rehab. Pain got so severe when they move that they called an ambulance and took them to north kansas city hospital. They could not help them and got release and sent home back to bed. A couple of days before their stroke, (B)(6), their pain had subsided (back in 2022).